Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograpgh was provided by the customer for evaluation. The picture showed an eye being implanted with a monofocal lens, claimed to be a tecnis eyehance iol, model icb00. Two (2) scratches/cracks like marks with triangular shape in the lens central area were found. Per the marks location, these can potentially cause patient visual distortions in the event the lens remains implanted; however, the definitive clinical impact as well as the incident potential root cause could not be determined from a picture assessment. The complaint issue "cosmetic issues" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. Section h4 - device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a scratch. The incident was identified during implantation. Through follow-up, we learned that the patient had no complaints on the first day post-operation. There were no additional medical or surgical interventions reported. The iol remains implanted. No further details provided.